Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level in the 50s mg/dl. Suspected cause was due to the customer's personal profile requiring adjustments. Customer consumed carbohydrates and monitored bg until "settings were changed with assistance by hospital staff." Customer was discharged 2 days later on 06/06/2023 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.